Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with debris under the flap and surrounding stage one diffuse lamellar keratitis (dlk) in both eyes one day post lasik. The topical steroid dosage was increased and an oral steroid was started. Irrigation of the flap was performed and the patients symptoms were noted to be resolved at the ten day postoperative visit. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.